Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). There was patient harm reported. However, it is unknown how the patient was harmed. Evaluation and investigation is in process. Once the investigation is complete, a supplemental medwatch will be filed.

Event description:
It was reported that the device was taking skin irregularly. The event occurred during surgery and there was a harm reported. There was a delay of 30 minutes to change devices. No additional consequences have been reported as a result of this malfunction.

Event description:
No additional event information is available.

Manufacturer narrative:
This event has been recorded under zimmer biomet complaint number (B)(4). UDI #:(B)(4). The device history record (DHR) review noted no related non-conformances, requests for deviation, change notices or any other issues with manufacturing or with the device. The DHR review also found that all verifications, inspections and tests were successfully completed. The customer returned an air dermatome device, serial number (B)(4), for evaluation. The customer also returned a hose and 1"/2"/3"/4" width plates, for evaluation. Product review of the air dermatome on (B)(6) 2019 revealed that the calibration was out of specifications at all settings and the control bar was not in the correct position. The motor speed was within specifications but made a strange sound while running. Repair of the air dermatome was performed by zimmer biomet surgical on (B)(6) 2019 which included replacement of the 4 inch width plate, die cast lever, ball plunger, vespel bearings, and semi-circle bearings. Air dermatome, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. While the returned product investigation confirmed that the air dermatome was out of calibration and the control bar was too low, it cannot be determined from the information provided what actually caused the reported event. Therefore, based on the information provided, a specific root cause of the reported event cannot be determined. The device was noted to be functioning as intended after the replacement of the 4 inch width plate, die cast lever, ball plunger, vespel bearings, and semi-circle bearings were replaced and the unit was recalibrated with the control bar in the correct position. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.